Event description:
The user facility reported that during an endoscopic retrograde cholangiopancreatography (ercp), the sphincterotome cutting wires reportedly broke. The procedure was reportedly completed. There was no pt injury reported. No additional detailed info was provided.

Manufacturer narrative:
Olympus had followed up with the user facility to gather additional info regarding the reported event, but no further info provided. The device referenced in this report was not returned to olympus for evaluation. If the device is received at a later date, or if further significant additional info is obtained, the report will be updated. The cause of the user's experience could not be conclusively determined. This report is being submitted as a medical device report in an abundance of caution.